Event description:
Micro catheter designed to get through tight lesions became lodged inside the lesion and the distal section broke off upon removal. It was determined that the broken tip could not be retrieved and remained in patient. Patient was stable and scheduled for CABG(pre planned) in addition to removal of broken tip. Cath lab case aborted when the distal tip of the turnpike sheared off. Patient left the cath lab stable. CABG two days later, surgery and retrieval of tip successful. Patient stable.